Event description:
A person from outside our hospital entered patient rooms who had patient controlled analgesia -pca- pumps, had her own key from the place of her previous employment, was able to enter the pump and take out the narcotic. This was the first we knew that the pca pump keys were universal.